Manufacturer narrative:
The device was returned to zoll medical corporation and the customer's report was not replicated or confirmed. The device was put through extensive testing including functional testing, visual and internal inspection without duplicating the report. The lcd color display cable was replaced as a precaution. The device was recertified and returned to the customer. No trend is associated with reports of this type.

Event description:
Complainant alleged that during biomed testing, the device's display was not legible. Complainant indicated that there was no patient involvement in the reported malfunction.